Event description:
After 5 months of implantation, this device was explanted because of an infection.

Manufacturer narrative:
Method: since the device was not returned for anaylsis, the production history and sterilization records were reviewed. Results: the records showed the device was manufactured, sterilized and released according to applicable standard operating procedures.